Manufacturer narrative:
Implant/explant date: not applicable, as there is no indication that the lens was implanted the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had folding issue and that it looked snagged while unfolding and did not deploy correctly. There was patient contact, however, the lens was not inserted into patient's left eye. The patient has recovered.

Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: jul 29, 2022 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint handpiece was received with the complaint lens stuck inside of the cartridge. The lead haptic of the lens was also observed to be unfolded. The cartridge tip could also be observed to be bent, in a way consistent with handpiece that was dropped. The handpiece was disassembled and the assembly was inspected, no assembly issues that could contribute to the observed issues were identified. The lens was removed from the cartridge however, it was scratched during removal. The lens was additionally cleaned, revealing that the lens was creased, in a way consistent with a lens that was stuck inside of the cartridge. Conclusion: the other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.